Manufacturer narrative:
(B)(4) batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that, during an unknown procedure, the cut button did not revert to the original position and could not open and close the jaws during use. The surgeon felt that the tissue was caught on the device. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.